Event description:
The customer reported that the system displayed a charger fail error message and there was a burning smell. The system was rendered unusable by this event. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery charger circuit board was replaced. The system was then found to be operating as intended.